Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer reported that they had changed the battery and received an unexpected restart alarm. The troubleshooting was performed (not pertaining to pump recently stored or not in use for extended period of time) and receiving another unexpected restart alarm after a battery change. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and call if issues recur. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the unexpected restart error test and displacement test. No unexpected restart alarm noted.